Event description:
The customer contact reported the tubing set generated a distal occlusion alarm. On an unspecified date, the tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. At an unspecified length of time after the delivery was started, it was reported that the pump frequently alarmed for distal occlusion. At an unspecified time, the customer contact reported that when the nurse checked the tubing set, reportedly, the pumping chamber of the cassette of the tubing set turned bloated that it will almost burst. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device is expected for investigation. It has not yet been received. The international affiliate was contacted and info on reprocessing of the device was requested. No response has been received. This report represents all the info known by the reporter upon query by hospira personnel.